Event description:
An optometrist reported that a patient who underwent bilateral photorefractive keratectomy (prk), was noted to have corneal haze, at the three month postoperative visit. The topical steroid drops were increased. Patient was recommended to take vitamin c daily, and use sunglasses when outdoors. Reporter noted that the patient commented about having blurry vision 'at a distance', with some 'double vision sensation'. There are tow medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).